Event description:
It was reported to philips that c-arm was stuck in a rotated position and will not move. Procedure was completed by moving the patient to another room. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.